Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt (age not provided), initials unk, with osteoarthritis (kellgren lawrence grade 3 in right knee and grade 4 in left knee). (B)(4). The pt's medical history was significant for previous medical device implantation with synvisc (first course), total knee replacement and arthritis flare. It was reported that the age of the pt at the time of first injection of first course was (B)(6). On (B)(6) 2000, the pt initiated treatment with synvisc (hylan g-f 20) injection, (dosage regimen not provided) (second course), in the right knee. The lot number for synvisc was not provided. On (B)(6) 2000, the pt developed synovitis in the right knee. On an unspecified date in (B)(6) 2000, the pt developed right knee effusion and 35 cc of clear yellow fluid was aspirated from the right knee. Later, the pt was treated with intramuscular celestone (betamethasone) at a dose of 2 cc and xylocaine at a dose of 1 cc. On (B)(6) 2000, the pt recovered from the event of synovitis in the right knee. The action taken with synvisc treatment was not provided. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis in the right knee, right knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship with the event of right knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.